Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that there was one package of products less than expected in the box when just opened. There should be twelve packages of products in the box, but actually there were only eleven packages of products. Changed another one to complete the surgery. Enclosed please find defect photo. Upon visual inspection of the received box, it was observed that it contained eleven overwrap packets instead of twelve. This product should contain twelve packets per box. Additionally, it was noted that the wrap packets are relabeled on the tyvek material of the wrap. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. An opened box belonging to product code w8304 was received for analysis. Upon visual inspection of the received box, it was observed that it contained eleven overwrap packets instead of twelve. This product should contain twelve packets per box. Additionally, it was noted that the wrap packets are relabeled on the tyvek material of the wrap. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Further monitoring of complaint information will be performed for potential safety signals through complaint trending as part of post-market surveillance.